Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/23/2013 with the following results: no defect was found. The iob duration feature is operating as designed. Pump was exercised for a minimum of 48 hours on a 1.0u/hr basal rate. The pump was returned with the iob duration set for 3.5 hours. A 10.0u normal bolus was programmed and delivered during investigation at: 06.25 am on (B)(6) 2013; no iob was present before bolus delivery. 4.0 hours after the 06:27 am bolus delivery the iob remaining in status screen 2 and in advanced bolus screens still showed iob of +0.16u. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas stating the insulin on board (iob) was set to a 4 hour duration on the pump and after a bolus was performed 5 hours later, the pump still showed insulin on board. There was no reported adverse event. This complaint is being reported due to the allegation that the iob may have not been correctly calculating on the pump during the 4 hour duration.